Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
During revision of a duofix tibial tray, the tibial insert was found to be pitted, with particles imbedded in it. It was noted that, during primary surgery, a tibial tubercle osteotomy had been performed due to a valgus deformity.

Manufacturer narrative:
Conclusion and justification status: the complaint states procedure: total knee replacement/ revision knee replacement. Patient had total knee replacement 5 months ago. Uncemented lcs components described were implanted. Patient presented for revision surgery on (B)(6) 2015 to correct the tibial component. On examination the polyethylene bearing was pitted and surgeon stated that there appeared to be particles imbedded in it. The articulate surface of the femur was burnished, as was the top of the mbt tray. This was not what the surgeon expected to find 5 months post operatively. Tibial component replaced and a wedge augment and stem were used, along with a new 15mm bearing. Femoral component remains implanted. A review of manufacturing records and complaints databases did not identify any anomalies. Without further information the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.